Manufacturer narrative:
The pump had detached retainer ring noted. The pump was scratched at the casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked buttons on keypad overlay, damaged keypad overlay texture, scratches on keypad overlay buttons and peeling end cap address label. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's pump was damaged. It was reported that the pump would be replaced. No further information provided.